Event description:
Rph (registered pharmacist) (B)(6) at (B)(6) reports that the pt was admitted on (B)(6) 2024 because their central IV line is cracked and needs to be replaced. It is unk if the md is aware. No further info, details, or dates available. IV remodulin pt. Pt began winrevair maintenance dosing (B)(6) 2024. Reported to (B)(6) by health professional.